Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the heel warmer burst. There was no injury and no medical intervention was required.

Manufacturer narrative:
H 3 evaluation summary a review of the device history record (DHR) was not performed during this investigation as a valid lot number was not received with the complaint. All dhrs are reviewed and approved by quality prior to release of the product. A returned sample was received in the form of one heel warmer pouch. Visual inspection of the front side of the pouch determined which lane of the manufacturing machine the product was made on. Visual inspection of the back side of the pouch showed a hole in the top seal. A definite root cause could not be determined from the sample. However, an investigation into activities associated with the manufacturing line indicated that, the operator noted leaking of pouch contents on the machine. During the inspection of the machine the maintenance technician found that the horizontal sealer bars were worn and only hitting the middle and the coating was worn. The inspection also showed that the vertical sealer bars were dirty and were creating pinholes. The technician was able to clean the vertical seal bars but the following day, the vertical die was replaced when leaks were noted again. The machine operator verbally indicated samples were inspected after the bars were cleaned and replaced, with no issues found. As noted previously, without a lot number, a definitive statement cannot be made. It is also important to note that quality took samples from the machine during this investigation and was unable to recreate the issue as reported with the machine running with the clean vertical sealer bar, a new horizontal sealer bar and a new die. It is also important to note that a series of tests are performed during every lot of production. More specifically, inspections are performed to test the seal strength for both the inner seal, where the product would activate and the outer seal. The results of the manufacturing facility investigation were able to identify a localized area of the pouch that was the likely area where the pouch contents leaked out. The operator¿s preventive maintenance guide has been updated to include a visual inspection and cleaning of all sealer bars and dies every month during regular preventative maintenance. We will continue to trend this issue for future occurrences as part of the complaint review process.